Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jul-31 regarding a patient receiving gablofen (2000mcg/ml at 1056mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that there were volume discrepancies between expected and actual volumes at pump refills. The patient experienced decreased therapeutic effect. It was noted that the issue was diagnosed at pump refills and no other diagnostics were known. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgery occurred to replace the entire system and the issue was resolved. The patient's status was alive - no injury. No further complications were reported or anticipated.